Manufacturer narrative:
Medwatch field occupation - the occupation is lay user/patient.

Event description:
The customer complained of discrepant inr results from coaguchek xs serial number (B)(4) compared to the laboratory result. On (B)(6) 2018 the result from the meter was 6.1inr. The customer's physician requested that she go to the laboratory for testing. On (B)(6) 2018 at 1:00 pm, the result from the laboratory using venous blood was 3.1 inr. On (B)(6) 2018 at 8:00 pm, the result from the meter was 5.5 inr. There was no allegation of an adverse event. The customer was not anemic, no heparin, no antiphospholipid antibodies, and no direct thrombin inhibitors. The customer has had no changes in diet, no recent illness, no new medications, no high blood pressure, no bleeding, and no bruising. The customer's therapeutic range was 2.0 - 3.0 inr. Retention test strips (lot 294151) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09).for this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with the specification. Masterlot test strips were measured on the returned meter with liquid qc of a high level in comparison to masterlot #28632180 (recalibrated lot to rtf/09) on internal reference meter. Qc 1: 2.4 inr; qc 2: 2.4 inr; qc 3: 2.4 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.9 - 2.9 inr). All measurements were without error messages. No error messages occurred during the investigation. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint.  This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue.